Event description:
It was reported that this left ventricular (lv) lead exhibited noisy signals, high thresholds and high pacing impedances. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.